Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. On (B)(4) 2014, the representative was unable to replicate the reported issue. The representative did encounter a situation where the imaging system went into stand alone mode and replaced the interface (umbilical) cable as a result. On 8 july 2014, the representative again went to the site. The representative was unable to replicate the reported issue. Log files showed that there were issues with low battery levels from the uninterruptible power supply (ups) and viewing station of the imaging system power cord. The representative then ordered replacements and replaced the atp board, uninterruptible power supply (ups) batteries and viewing station of the imaging system power cord on 9 july 2014. The imaging system then passed the system checkout and was found to be fully functional. The devices were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was experiencing difficulties with sending images. No additional information was provided. There was no patient present when this issue was identified.